Manufacturer narrative:
Please note that conclusion code and result code no longer apply to this report. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the thalamic pain patient was "undergoing concomitant therapy" from a deep brain stimulation (dbs) system (system 2) produced by the reporting manufacturer and an alternate spinal cord stimulation (scs) system (system 1) that was produced by a different manufacturer. It was noted that during a magnet reset of system 1, "some interference" with system 2 "was suggested." When system 1 required a second magnet reset, system 1 was replaced instead and system 2 "was also removed" at that time. It was unknown what had caused the issue or led to the removal of system 2. It was noted that removal of the two systems resolved the patient's issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.